Event description:
It was reported that, following an uneventful pump replacement (see manufacturer report number 3004209178-2014-22820), and pump update at the end of the case at 15:00, the patient became hypertensive to ¿190/90 ,¿ sweaty (diaphoretic), and reported pain at ¿9/10.¿ the events occurred ¿at some stage after return to the ward,¿ and additionally included less than 50% therapy relief and altered mental status. The patient was unresponsive to 10 mg s.c. (Subcutaneous) morphine. Patient history was unknown. Diagnostic testing or troubleshooting included checking of the pump logs. It was noted that the catheter was intact, with good csf (cerebrospinal fluid) backflow at the time of surgery, and that the pump and catheter connections were intact at the time of surgery; however, the patient showed apparent signs of opioid and clonidine withdrawal four hours postoperatively. It was further reported that no additional interventions or other actions were taken to resolve the symptoms. As of 2014-(B)(6) at 08:00 (also reported as ¿less than 12 hours after the event¿), the patient was doing well, was receiving effective therapy, and wanted to be discharged. The issue spontaneously resolved. The patient was ¿kept in¿ another night for observation by the pain specialist. The pump remained implanted and in service; the patient was to be refilled in february. The pump was being used to deliver morphine, clonidine, and bupivacaine.

Manufacturer narrative:
(B)(4).